Event description:
It was reported that during pacemaker follow-up, lead impedance values of 2000 ohms detected with intermittent non-capture and oversensing; lead fracture suspected. The patient was asymptomatic. The lead was replaced without incident.